Event description:
It was reported that during an unknown procedure the surgeon had to pull the instrument while closed on tissue. A new instrument was used to complete the procedure. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). Shroud separation, closure trigger top additional followup: once the device was removed from tissue, was there issue damage? No. If so, how was it repaired? Had the device cut the tissue? Yes. Were staples deployed? No. Were the deployed staples formed correctly? No. On what tissue type was the device used? At what location on the tissue? Stomach, 4th firing. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green in the beginning then gold. Was buttressing material utilized? If so, which product? Yes peristrip dry. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes at the 4 firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After 4 firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? After 4th firing the knife did not return back the jaws did not open they tried the knife returning knob but yet did not work. So they had to pull stapler by force to release the tissue. The analysis found that one long60a device was returned with the knife not fully in the home position and with one ecr60d cartridge reload present. The cartridge reload was received fully fired and in good visual condition. Furthermore, the device was assisted in order to return the knife to home and then, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife did not return completely to home position; thus, the device would not open. In order to evaluate the condition of the internal components, the device was disassembled. Upon removal of the shrouds, the frame c was noted to be separated from the frame a causing the shaft to lose its intended position; damage on the frame-shaft assembly area was noted. This condition will impair the knife retraction and opening functionality. It is possible that the frame a, shaft and frame b were not properly assembled during the manufacturing process. Additionally, the closure trigger top was noted damaged, this is consistent when a large prying force is applied on the closure trigger handle in the opening position.